Event description:
The sheath used in combination with chaperon was returned, and the sheath was found to be fractured. The length of sheath tube was approximately 98mm. If it is the product with the sheath tube length is 100mm, approximately 2mm is missing. The final patient impact and procedure outcome were not reported.

Manufacturer narrative:
Patient identifier - (B)(6). Implanted date: device was not implanted, explanted date: device was not explanted. This report has been deemed reportable based upon visual inspection of the actual sample upon receipt. The actual sample was received for evaluation. The actual sample upon receipt was a 6fr sheath. Visual and magnifying inspections of the actual sample found that about a quarter of distal end was fractured and the length was lost by approximately 2mm, and about three quarters of it were folded inward. Electron microscopic inspection of the appearance around the fractured section of actual sample found that there was no abrasion on the side surface in the vicinity of fractured section, and there was an abrasion from the folded section of distal end to the inner surface. Therefore, it was inferred that the distal end was pulled into the inner surface by some object and was abraded. The wall thickness of actual sample was measured and confirmed to meet the specifications. No uneven thickness in the circumferential direction was found. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and the shipping inspection record of the involved product/ lot # combination. IFU states: do not scratch the sheath with needle point, cutting tool, or other edged tools. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. No dimensional anomaly was found in the actual sample. It was likely that the distal end was pulled into the inner surface by some object and was abraded, then was fractured. The exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).